Event description:
Customer reported the system is locking up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gib. System operates as intended.